Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The customer's allegation was confirmed. A definitive root cause of the reported issue could not be specified. Based on the results of the investigation, it is likely that the following led to the malfunction: cause ceramic tip: repair of equipment by not authorized person. Defined biocompatible characteristics are no longer guaranteed (example: improper adhesives used; improper materials used. Special: insulation beak defined mechanical characteristics are no longer guaranteed. Melting of improper insulation material instead of ceramic. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is still on-going. Should additional relevant information be provided a supplemental report will be submitted.

Event description:
While inspecting a returned olympus resection sheath loaner device, it was discovered that the ceramic tip was broken. This event had no patient involvement.